Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-26, the valve was placed at 3 mm at the non-coronary cusp (ncc) and left coronary cusp (lcc). After release under rapid pacing at 180 beats per minute and a soft push on the catheter, the valve moved up to 0 mm at ncc. No patient complications have been reported as a result of this event. Despite the position change, the valve remained active. No patient complications have occurred as a result of this event. Additional information was received to report a non-medtronic (symedrix innowi) guidewire was used for the procedure. A pre-implant balloon dilation was performed. The starting point for deployment was at the bottom of the pigtail catheter.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (unknown); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-26, the valve was placed at 3 mm at the non-coronary cusp (ncc) and left coronary cusp (lcc). After release under rapid pacing at 180 beats per minute and a soft push on the catheter, the valve moved up to 0 mm at ncc. No patient complications have been reported as a result of this event. Despite the position change, the valve remained active. No patient complications have occurred as a result of this event.